Event description:
It was reported that multiple tone beeps were coming from the pump. It was indicated that the patient was in the intensive care unit (ICU) all summer long and missed his refill due date in (B)(6). It was noted that he also missed his rescheduled refill date in (B)(6) as well. It was stated that the patient was "pretty tight" but it didn't seem any worse. The patient was still in the hospital. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).